Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, the patient had a right common iliac artery aneurysm redaction with debridement. Post-operatively, the patient was transferred to the intensive care unit (ICU). It was reported that upon arrival to the ICU, the patient was "extremely" hypotensive and ventilator dependent. At an unspecified time, channel 1 of the device was programmed to deliver levophed at a rate of 1.7 mcg/kg/min and the delivery was started. No further programming parameters were provided. At 0015, the device alarmed for distal occlusion. At time, the nurse flushed the IV site and noted that the IV was patient and the delivery was restarted. After an unspecified length of time, it was reported the device alarmed "volume to be infused." At that time, the nurse reprogrammed the device with the correct volume and the delivery was restarted. After 15 minutes, the device alarmed again for "volume to be infuses." At that time, the device was reprogrammed a third time and the delivery was restarted. After 45 minutes, it was reported the device alarmed for "e146 malfunction" (e146 is not a valid error code for this device). The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported with each alarm. The levophed delivery was interrupted and the patient's systolic blood pressure decreased into the 40's. It was reported due to the decreased blood pressure, a second pressure medication was ordered. An unspecified device was then programmed to delivery vasopressin 0.04 units/hr and the delivery was started. The customer contact reported that after the device was replaced and vasopressin was started, the patient's blood pressure "stabilized," although the patient remained "severely hypotensive." No specific blood pressure values were provided. On (B)(6) 2014, it was reported the patient was transferred to a tertiary care facility. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.